Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see updates to b3, d9 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 4 colony forming units (cfus) of micrococcaceae which is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. It was unknown if the facility delayed the start of precleaning on the equipment after use. The customer did not provide the steps taken during the precleaning process. The customer did not provide the steps taken during the manual cleaning process. For automated endoscope reprocessor (aer) treatment, an soluscope s4 machine is used with anios detergent and soluscope paa (disinfectant). The scope is dried using filtered compressed air and is stored in a simple storage cabinet sachet ozonifie. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). Upon device evaluation, it was observed that the scope met all specifications and was returned to the customer without the need for repair. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The scope was sampled three times. During the first sampling, the scope tested positive for 74 colony forming units (cfus) of unspecified revivable micro-organisms. During the second sampling, the scope tested positive for 1 cfus of unspecified revivable micro-organisms. During the third sampling, the scope tested positive for 4 cfus of unspecified revivable micro-organisms. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.